Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. Only the guidewire was returned, so it cannot be determined if other components interacting with the guidewire may have caused the issue. The guidewire was returned in two, separate pieces. A severe bend was noted at the area of separation, which may indicate the application of undue force. The instructions for use provided with this device states "withdrawal, pullback, or manipulation of the guidewire when resistance is met may cause guidewire breakage" and "do not attempt to withdraw guidewire backwards through needle or catheter as this may result in shearing guidewire or damaging catheter."

Event description:
The .018 guidewire broke. The tip detached / there was tip damage. The rf ablation procedure was abandoned, a 1cm skin incision made, and the broken wire section was removed during intraoperative procedure.